Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Implant date is unknown. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k): not applicable.